Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause was traced to a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached. There was no patient involvement